Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was unable to be interrogated and was found to be in backup vvi mode during a check. The device was explanted and replaced. The patient's condition before, during and after the procedure was stable.